Event description:
It was reported that noise was observed on the atrial lead. No patient symptoms were reported and the lead remained implanted. Noise continued to be observed during an additional follow-up on (B)(4) 2014. The patient was in normal condition and would continue to be monitored.